Event description:
The hcp reported the pt was experiencing increased pain. The pump was explanted after an implant duration of 42 months due to end of life. It was replaced and not returned to the MFR for analysis. The pt is reported to have recovered without sequela.